Event description:
It was reported that the pt could no longer feel the stimulation. Impedance testing showed all electrodes at >4000 ohms. The lead was replaced and the device system was working properly. The pt was reported to be okay after the replacement.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.